Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial exhibited suspected dislodgement via merlin.net. The patient was scheduled to come to the hospital; however, no intervention was performed because the patient deceased on (B)(6) 2018 for an unrelated reason. There is no allegation from a healthcare professional that the death was device related.